Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: conversion to open repair. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. It was reported this same day that a contralateral leg component was explanted/destroyed this date. No additional information was available.